Manufacturer narrative:
Approximate age of device ¿ 3 years 7 months. The pump was not returned for evaluation. A correlation between the device and the reported driveline infection, pump pocket infection and sepsis could not be conclusively determined. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2017 due to sepsis. The patient was non-compliant, and had several ground level falls due to alcohol abuse. There was trauma to the driveline exit site multiple times. The patient presented in (B)(6) of 2015 with superficial driveline exit site infection. Treatment included IV van and oral levofloxacin. The patient was then switched to oral doxycycline. In (B)(6) 2016 the patient presented again with worsening driveline exit site infection. The patient was treated with IV cefipime and ciprofloxacin. The patient presented in (B)(6) of 2016 with presumed pump pocket infection, and was started on IV meropenem. The infection pan-resistant to all other medications. IV antibiotics were continued up to the time of patient¿s expiration. It was reported that days prior to expiration, the patient presented with a small cerebral bleed, secondary to ground level falls. The patient was transitioned to hospice, and experienced multiple ventricular arrhythmias prior to death on (B)(6) 2017.